Event description:
The device eval identified a reportable malfunction, under-delivery, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery. The pole pieces of the motor were found to be misaligned.